Manufacturer narrative:
H.6. Investigation: a complaint history check was performed and this is the 1st related complaint for barrel broken on lot # 9302613. Customer returned one (1) 30gx8mm, 0.5ml bd safetyglide insulin syringe from lot 9302613. Consumer reported distorted barrel. The returned syringe was examined, and it was observed that the barrel was broken nearest the needle hub/safety mechanism assembly. A review of the device history record was completed for batch# 9302613. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200858627, 200857180] noted that did not pertain to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: none/cannot be determined. CAPA#1187550 was initiated. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.5ml 30ga tw 8mm bls 400 sg was damaged before use. The following was reported by the initial reporter: "distorted barrel"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 30ga tw 8mm bls 400 sg was damaged before use. The following was reported by the initial reporter, "distorted barrel."